Event description:
Additional information was received on february 27, 2019. The doctor stated the microcatheter snapped somewhere inside the mother catheter, not at the place where the y connector was. The doctor pulled out some of the microcatheter with y connector still in place and it snapped at a completely different place."

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5, and to provide reproductive testing that was performed based off the provided information. A factory-retained sample of the involved product code was exposed to pulling force. The catheter shaft first became stretched, and then the outer layer became broken. Subsequently, starting at the break on the outer layer, both the inner layer and the stainless steel reinforcement became stretched; exposed and finally fractured. Magnifying inspection of the fracture ends found that the outer layer had been stretched with the exposure of the inner layer. The state of the fracture was found to be different from that observed on the actual sample. A factory-retained sample of the involved product code was bent and then straightened back repetitively. As the result, stress was concentrated on the bent section, where the outer and inner layers became broken. Subsequently, starting at the break, the stainless steel reinforcement became stretched and fractured. Magnifying inspection of the fracture ends found that the shaft had been crushed toward the fracture ends with no generation of elongation on the outer layer. The state of the fracture was found to be similar to that observed on the actual sample. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the actual sample was subjected to bending force and became kinked due to some factor(s). During subsequent catheter manipulations, stress was concentrated on the kinked section, which was placed inside the involved mother catheter. As the result, on the kinked section, the outer and inner layers became broken and the stainless steel reinforcement became stretched and fractured. However, with the absence of the mother catheter involved in this complaint; the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g5: 510(k) - k033913 the actual device was returned for evaluation. Visual inspection revealed that the outer and inner layers of the shaft had been fractured at approximately 725mm from the distal end of the device. At the fracture, exposure of the elongated and fractured stainless steel was noted. The total length of the actual sample was found to be approximately 1300mm (distal portion: approximately 725mm, proximal portion: approximately 575mm) the length specification of this product code is approximately 1300mm. The actual sample was confirmed to be equal to the normal product in length. Magnifying inspection of the inside of the catheter shaft under transmitted light found that the stainless steel reinforcement had been unraveled from 0 to approximately 54mm from the fracture end. The length of the unraveled portion (exposed portion and the portion located inside the catheter shaft) was measured and found to be approximately 400mm, which is equivalent to the length of the stainless steel reinforcement coiled on the catheter shaft, on the portion approximately 54mm in length. It is most likely that there is no portion missing from the actual sample. The fracture cross-sections were inspected from the lateral side under magnification. The catheter shaft was found to have been crushed. There was not any anomaly, such as elongation or crush, on the remainders of the device. The fracture cross-sections were inspected from the lateral side under electron microscope. There was not any anomaly, such as a scratch, which could have been a trigger of the fracture. The inside and outside diameters of the shaft were determined on the undamaged section and confirmed to meet the specifications. Reproductive testing was performed. A retention sample of the involved product code was inserted into a y-connector. In the state of the y-connector having been loosen insufficiently, the test sample was subjected to instantaneous pulling force. The outer and inner layers of the shaft got fractured. Subsequently, starting at the fracture end, the stainless steel reinforcement got elongated, exposed from the fracture end and finally got fractured. Magnifying inspection of the fracture end found that the outer layer had been crushed. The state of the fracture was confirmed to be very similar to that of the actual sample. A review of the manufacturing record and the product release decision control sheet of the involved product/lot# combinations was conducted with no findings. IFU states: do not tighten the rotating haemostatic valve excessively on the micro catheter system, and/or manipulate the micro catheter system through a tightened valve. Damage to the micro catheter system may occur. If any resistance is felt, do not remove the micro catheter system by force. Withdraw the catheter carefully together with the guiding catheter. Removing the catheter by force may result in the catheter breakage/separation, which may necessitate retrieval. There is no evidence that this event was related to a device defect or malfunction. It is likely that the actual sample was exposed to instantaneous pulling force in the state of being inserted into the insufficiently loosen y-connector. As the result, the outer and inner layers of the shaft got fractured. Subsequently, starting at the fracture end, the stainless steel reinforcement got elongated, exposed from the fracture end and finally became fractured. However, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported the involved pro-great fractured. The user was trying to do a selective right upper pole renal embo, and delivered a 3 mm micronester, the other one went into the other direction as the pro-great flicked out of the one they wanted to use. The user used a micro snare and successfully snared the 2nd 3 mm coil. The user used 6 mm microcoils, successfully. When the user came out from the mother catheter (5fr c2 cobra), the pro-great snapped without the user pulling hard or much resistance. However, it snapped at the place already out of the mother catheter, therefore, nothing was retained. The patient underwent the procedure successfully and was reported to be well. The place where it snapped was reported to be inside the mother catheter during the procedure, when it snapped, it was just out of the mother catheter so the other part was hanging out (and not retained). It was all outside of the patient when it happened.